Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the lead was unable to connect to the device. The lead was not used. The patient was in good condition post-procedure.

Event description:
New information received indicates that the lead was used and remains implanted.